Event description:
A customer reported that they were unable to use their freestyle meter as the display screen had frozen.

Manufacturer narrative:
Tested returned unit. No manufacturing parameters found out of spec and original lithium cr2032 battery voltage could be recorded as meter turn on. Return batteries gave a voltage of 3.000 v. Did not observe battery icon or booklet icon while strip was inserted. Did not observe strip code. However, uom was selectable and was received at mg/dl. Error 015, 0204, 0300, 0800 and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.